Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an asymptomatic pt presented in clinic during f/u with a device that was intermittently undersensing on the ventricular lead. Even with the dropout, the pt did receive appropriate atp and high voltage therapy. The device remained implanted.